Event description:
During the procedure a stent and 19 coils were deployed in the aneurysm of the right posterior communicating artery. The patient experienced an asymptomatic cerebral infarction on the same side as the aneurysm. No treatment was performed and the patient recovered.

Manufacturer narrative:
Additional information was received and the physician alleged no malfunction against the device. However, the physician believed there was a relationship between the stroke and the device as the stroke was on the same side as the treated aneurysm, no other details were provided. Device implanted in the patient's body.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of stroke is noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During the procedure a stent and 19 coils were deployed in the aneurysm of the right posterior communicating artery. The patient experienced an asymptomatic cerebral infarction on the same side as the aneurysm. No treatment was performed and the patient recovered.